Event description:
Left side inflation.

Manufacturer narrative:
The product associated with this report has not yet been returned. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."